Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. E1: (B)(6) medical center (local incorporated administrative institution). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the knife wire broke at the first energization during a therapeutic endoscopic sphincterotomy procedure involving an olympus single use 2-lumen sphincterotome. The procedure was completed with a similar device. There was no patient harm reported.